Event description:
It was reported that when the autopulse resuscitation system was used during a demo, the unit kept displaying the message "realign patient". There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.